Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary medication set leaked. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was received for evaluation. A visual inspection and functionally testing were performed. During the testing it was identified that there was a leak coming from the drip chamber and tubing connection. A microscopic inspection found that the tubing bond was insufficient. The cause of the bonding issue could not be determined. This issue will continue to be tracked and trended. Should additional relevant information become available, a supplemental report will be submitted.